Manufacturer narrative:
The insulin pump alarmed for a weak battery and a failed battery test due to a corroded battery tube. The insulin pump had normal operating currents and no battery out limit alarm was noted during testing. No blank display or damage to the isolation tape was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unk. The customer reported that the insulin pump had shortened battery life prior to her observing the blank display. Upon troubleshooting, it was found that the display did return after replacing the battery again. Advised the customer to monitor the insulin pump. The customer stated that the insulin pump showed low battery on the battery icon and alarmed battery out limit. Upon reviewing the alarm history, it was found that the insulin pump had alarmed battery out limit multiple times when the battery had been outside of the device for less than 1 minutes. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.